Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm in conjunction with a homechoice cassette. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was "confirmed the liquid leak around the bag, but it was said that it did not leak". Renal therapy services (rts) assisted the patient to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from unspecified location of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.